Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was able to verify the reported issue. The main keypad was replaced which resolved the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device intermittently shuts itself off. There was no patient use associated with the reported event.